Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the pump black box showed that data for the event date was not available. The available data showed no battery life issue. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks. There was corrosion found in the battery compartment. A leak test revealed a battery compartment leak. The returned battery cap was undamaged and secured properly to the pump with no power loss observed. During testing, current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the pump interior. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.